Event description:
A consumer reported that a philips one powered toothbrush charger melted bottom of toothbrush while charging and produced smoke that damaged curtains. No injuries were reported. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number and manufacturing number were not provided. G3: the complaint was received from a consumer in canada. H4: manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. Reassessment based on FDA feedback. Consistent with the re-assessment of usb-c thermal events, the alleged malfunction of heat build-up at the charging interface, described as melting or smoke, has the potential to cause serious injury if it reoccurs. Therefore, the case has been reassessed as a reportable malfunction.